Manufacturer narrative:
Date of event: estimated as it was noted that this event occurred approximately a month ago, which would be around (B)(6) 2021. Implant date: estimated as occurring in 2019 as it was noted that the device was implanted two years prior to the event.

Event description:
It was reported via social media that the watchman closure device did not seal and a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. In (B)(6) 2021, the patient had a stroke. It was found that there was a hole/leak in the watchman closure device. The patient noted a future plan to surgically seal the watchman closure device.